Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed nothing indicative with a device nonconformance with the tfna fem nail ø10 130° l200 timo15. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the [tfna fem nail ø10 130° l200 timo15] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: manufacturing location: monument. Manufacturing date: 08-apr-2023. Expiration date: 01-apr-2033. Part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile. Lot number: 5528p59 (sterile). Two pieces were scrapped in cell at op #20, mill ID, due to a chipped tool. One piece was scrapped at op #50, tfna bend, due to a functional gage failure. The remainder of the lot was 100% inspected for this feature and determined to be conforming. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection certificate, met all inspection acceptance criteria apart from the three pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿cut through¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø10 le 130° l235 timo15 was received in disassembled condition. The nail was observed with signs of usage and normal wear which could have been a result of implantation and explantation. The migration of the helical blade is confirmed by review of the x-ray provided as it shows the end of the blade backed out from the nail. However no defect or malfunction were observed with the nail. The locking mechanism was removed from the nail and damage was not observed. Per the surgical technique tfn-advanced proximal femoral nailing system (tfna). Alternative instrument: the screw can be statically locked to restrict sliding of the screw through the nail. Note: the blade or screw may slide after the load is placed on the construct. The components enabling static locking are based on a friction fit, where the user tightens the locking mechanism down onto the surface of the blade/screw. In some instances, sliding may occur. Assemble the torque limiter to the t-handle and to the hexagonal screwdriver shaft. Pass the static locking screwdriver assembly through the connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to further advance. Turn until the torque limiter releases. After one click, the optimal torque is reached and the screw is statically locked. The torque limiter ensures that the correct torque is achieved to engage the locking mechanism against sliding. Precautions: image intensifier should be used during screw insertion to monitor positioning. A dimensional inspection for the tfna fem nail ø10 le 130° l235 timo15 was not performed as post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø10 le 130° l235 timo15 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: only event year is known. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, six weeks after implantation the device cut through. The patient underwent reoperation. This report involves one (1) 10mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 2 for (B)(4).